Manufacturer narrative:
Patient/user involvement: the fse reported there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the touch screen is not working after the touch screen was calibrated.the customer reported patient involvement and harm is unknown.

Manufacturer narrative:
Device evaluation: the manufacturer¿s field service engineer (fse) evaluated the device while onsite and confirmed the reported problem. The fse reported the touch screen was calibrated and would not respond. Resolution and disposition: the fse replaced the touch screen to address the reported problem.